Manufacturer narrative:
Product analysis: the described behavior could not be reproduced. The analyzer passed all functional and system testing. No other issues were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when atrial lead amplitude was tested on the atrial channel of the analyzer, the results would show on the ventricular channel. If atrial leads were tested on the ventricular side, the results would show on the atrial channel. Ventricular leads tested normally on the analyzer. The analyzer has been returned for service. No patient complications have been reported as a result of this event.